Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. The service engineer (se) inspected the device. The se also found the top cover had cracks. The se replaced the power switch and the top cover to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators light emitting diode (led) turns off due to a bad connection. No patient involvement. Event date not specified, estimate used.